Manufacturer narrative:
Investigation found no defects or deficiencies that would contribute to an over delivery of insulin. There are safety mechanisms within the device that prevent the over delivery of insulin. The device was found to function properly. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation. The phb files showed the algorithm was functioning as intended, correctly responding to cgm inputs.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that dropped to 30 mg/dl. For treatment, the patient was given glucose. The pod was worn between 24 and 36 hours on the abdomen. The patient was still at the hospital.